Event description:
An adverse event involving an easy care 2000 wheelchair was reported to sunrise medical on (B)(6) 2014 via notice to file claim. It is being alleged that the end-user was in the restroom at a restaurant when he attempted to transfer from his wheelchair to the toilet when the wheelchair slipped out from under him causing him to fall. The end-user had recently undergone an amputation below the knee and after this incident the end-user claims that he had to undergo a second procedure, resulting in an amputation above the knee. Due to legal involvement, additional info on this adverse event is not yet available. Due to legal involvement the wheelchair or parts have not been made available for evaluation. If and when the wheelchair or parts are returned to sunrise medical a supplemental MDR will be filed to the FDA if necessary.